Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that egms (electrograms) from the interrogation report indicated t-wave oversensing on the right ventricular (rv) lead which accounted for the rise in pvc (premature ventricular contractions) count and decrease in biv (bi ventricular) pacing. The rv lead was reprogrammed and remains in use. The patient is enrolled in the pacs cvg study. No patient complications have been reported as a result of this event.